Manufacturer narrative:
Manufacturer's investigation conclusion: a review of the submitted log files confirmed an acute drop in pump flow to as low as 0.0 lpm. Based upon complaint history and similarly reported events, the events captured in the submitted log files appear consistent with an ingested thrombus interfering with the rotor and the blood flow pathway, resulting in low flow and elevated rotor noise. The patient remained ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), until they expired on 25jun2024 (MFR. Report # 2916596-2024-04284). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, revision a is currently available. Section 1 of the IFU, ¿introduction¿, lists the adverse events, including thromboembolism, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. D, also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log file review was requested for suspected inflow cannula obstruction. The patient¿s flow reached 0.0, speed was lowered to troubleshoot, and a system controller exchange was performed. Prior to the controller exchange, nurses could still hear the pump. The controller at the time of 0.0 flow was hsc-133356. The patient was then connected to controller hsc-132230 and remained stable in the intensive care unit (ICU). The patient was placed on hsc-133356 on 08may2024 at 5:03:00. Between 5:03:00 and 5:19:20 the flow gradually increased from 0.0 lpm to 3.9 lpm. This was in conjunction with the set speed being adjusted in ranges of 3800 to 5000 rpm. The log file ended with a set speed of 5000 rpm, flow 3.9 lpm, pi 3.5, power 3.1w. The pump temperatures were in normal ranges. The pump event log file captured increases in rotor noise on 08may2024 between 5:06:11 and 5:13:22. For the remainder of the pump event log file the rotor noise was in normal ranges and stable. The periodic log file was normal until 08may2024 at 4:23:07 when the flow dropped to 0.0 lpm. The event log file ranged from 4:21:33 to 6:11:16 on 08may2024 and showed flow at 0.0 lpm throughout the log file. The event log file captured a few set speed changes and one driveline disconnect / reconnect which caused an approximate 4 second pump stop. The site stated that the disconnect was for concern of a possible electrostatic discharge event. The issue did not resolve, so all attention was turned to a possible obstruction. After the driveline disconnect / reconnect the flow remained at 0.0 lpm. The event log file ended with a driveline disconnect. The pump temperatures were normal. The site stated that flow would not budge, and an echocardiogram (echo) did not show any obstruction. Pi and power remain low; speed 4800, power 2.4, pi 3.6, flow 0.0. The patient had been flowing 0.0lpm for 10-15 minutes on 08may2024. Pcbt was 42. The plan was to add dobutamine and epinephrine, hold on extracorporeal membrane oxygenation (ECMO) and get a computed tomography angioplasty (cta) to assess the outflow graft. An obstruction wasn't confirmed, and that the computed tomography scan was negative for clot. Images were not available. The tamponade was ruled out per the site. Around 0500am on 08may2024, the coordinator communicated that ICU performed a controller exchange. Speed 4200, flow 1.2, power 3.7, pi 6.5. Pump parameters around 0515am: speed 5000, flow 4.0lpm. The patient was awake, alert, and oriented. Additional log files were submitted on 09may2024, and the pump log files latest rotor noise data was in normal ranges & stable. As of 09may2024, the patient was stable in the ICU with no current issues. No treatment was performed as the patient was asymptomatic. No intervention was required, and the patient remained on anticoagulation. The issue with the suspected obstruction was resolved. The reason for the low flow / no flow state was not determined.